Event description:
The user facility reported that the device overheated during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The user facility reported that the device overheated during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was reported that during testing at the manufacturer facility paint chips were missing from the device. There were no adverse consequences related to this event.